Manufacturer narrative:
H3, h6: the navio handpiece part number pfsr110137, s/n (B)(6), used for treatment was not returned for evaluation thus, a visual and functional evaluation could not be performed and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed a factor that may have contributed to the reported symptom may have been excessive bending of the cord of the handpiece near the handpiece end, which may have caused the insulation to wear down and the wires to contact each other, thus causing a short. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Correction data: d1: navio handpiece; d4: pfsr110137; g4: exempt.

Event description:
It was reported that during a navio assisted surgery the siu was blown and it is suspected that it was due to three navio handpieces. It is unknown if there was a surgical delay or backup device available.